Manufacturer narrative:
Other text: b3: date of event is unknown. H6 evaluation codes: updated. H3: updated . One device was received for evaluation. Visual inspection found the tamper seals were broken. The device was observed to have chipped top case, cracks by the tubing guides, and the bottom case gasket is falling apart. The device?s event history log was reviewed for evidence of the reported problem, found ?primary audible alarm power on self-test? In the log. To conduct functional testing the device was powered up and had an audio test performed. Upon testing, the reported problem couldn?t be duplicated. Unable to determine the root cause. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: health effects corrected.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump is alarming primary audible alarm with 1.6.5 firmware. Both post and background test alarms are being generated. No patient injury reported.